Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation out of the primary packaging. Visual inspection noted solution inside the chamber. Functional leak and pressure testing was performed and no leak was found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.